Manufacturer narrative:
Upon completion of the investigation it was noted that the black button sticks slightly after depressing; causing the difficulties reported. This issue is consistent with prior complaints for this product code. A vendor corrective action was taken to update notes on the spring (used in the tms indicator) drawing to call out number of active coils, dead coils, and concentric coils. Furthermore, existing spring permits coils to collapse on each other upon full compression of the indication tool button. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The sales rep reported that the customer tried to adjust the certas valve with the tms and the central button was sticking. The customer was unable to reset the valve. X-rays were taken after the attempt to reset the valve and it showed that the valve did not move at all. The customer tried again and the valve was able to move from setting 8 to setting 4. The setting was confirmed with an x-ray and the sales rep¿s tms.

Manufacturer narrative:
This report is being filed from malfunction to serious injury.

Event description:
"Customer called and informed that yesterday tried to adjust a certas valve with the tms, and the central button was sticking. P.a. Was unable to reset the valve. X-rays taken after the attempt to reset the valve was showing that the valve did not move at all. This morning the p.a. Tried again, and this time was able to move the valve from setting '8' to '4'. It was confirmed with x-ray and with the sales rep. Tms".